Event description:
It was reported that, during implant testing, the system had difficulty converting the induced arrhythmia. The system failed to convert the induced arrhythmia, so the physician elected to remove it. There were no additional adverse patient effects.